Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving 225 mcg/ml baclofen at 60 mcg/day and 10 mg/ml morphine at 2.66 mg/day via an implantable pump for intractable spasticity. It was reported that the pump didn't work and was not releasing medication. The pump was not alarming. Additionally, it was stated that the patient had a procedure moving the pump from the back to the front. They had thought the pump would be changed out, but it was not. The event date was noted to be (B)(6) 2017. No further issues were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that there was a discrepancy from the pump reservoir volume to the aspirated volume and the patient had increased spasticity and pain. The cause of the pump not working was not determined, as the pump was not replaced. The patient had a refill on (B)(6) 2018, and continued to have a discrepancy. The pump reservoir volume was noted to be 1.1 ml while the aspirated volume was 13.5 ml. The pump not working had not been resolved at the time of the report. On (B)(6) 2018, the catheter was removed partially, and the remaining catheter was tied off. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2009, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). They were planning on a catheter revision/replacement today [(B)(6) 2018]. The physician was thinking about doing a roller study and wanted to review the steps. No further issues were reported or anticipated.